Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam show that the tip of the static shaft is completely broken off and missing. Some discoloration of the material was noted at the fractured surface by the pin. It appears that excessive torque and/or bending load was applied to the instrument which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the "tooth" of the instrument was broken during the procedure. No patient complications were reported.